Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and reviewed together with an npd engineer. Visually, it was observed that the cover latch on the meniscal applier was broken and the broken pieces were moving freely inside the applier. The point of break inside the cover latch was examined carefully and it was determined that the latch was handled with excessive force while opening/closing to load the needles therefore causing it to break. There was no indication of a design/ assembly issue that could have resulted in this failure. This reported failure can be attributed to use error. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed two unrelated complaints for this lot released to distribution. The overall complaint rate for omnispan meniscal system was within the expected rates per risk analysis documents and therefore at this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by the affiliate in (B)(6) that during a knee arthroscopy surgical procedure, it was observed that the lid on the omnispan meniscal applier device did not fit properly that when the surgeon tried to push the proximal end of the connector, it broke the omnispan meniscal repair system. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.